Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during laparoscopic cholecystectomy procedure, it was reported that during the case the device was fired on the common bile duct and the jaws would not release. They had to rip or cut it out to be removed. The jaws remain closed. It could not be confirmed whether or not this was the initial firing or not. They had to remove the clip applier from the common bile duct and then the case was completed with another device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m92061. The analysis results found that the er320 device was returned partially cycled with the jaws closed; the cycle was completed and the jaws opened without any difficulties. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the device was noted to be empty and the lockout had been fired through. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through; in addition, the latch was found to be bent. No conclusion could be reached as to what may have caused the damage of the latch and the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.